Event description:
It was reported that the device had an alarm and faulty sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated, visual inspection performed and found the top case was chipped. The right plunger case was cracked. There was nothing in alarm history pertaining to customer stated problem. The reported issue could not be duplicated during testing, the software will be updated during the pm procedure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.